Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) noted 97% right ventricular pacing and 68% left ventricular pacing. There was inquiry as to why. Technical services discussed possible causes and troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
The field representative later reported that the device sensitivity was reprogrammed. No x-ray was performed and capture was verified. It was later reported that this lead was surgically abandoned due to high thresholds and had dislodged. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.